Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a 23 mm aortic valve was explanted after approximately one (1) day due to perivalvular leak (pvl). It was noted that one anesthesiologist felt that valve was fine post-implant; however, another felt there was a pvl. The patient returned to the or the next day for redo-avr. It was discovered that there was a pvl in the area of the non-coronary and right coronary cusp. The valve was explanted and replaced with a 25 mm aortic pericardial valve.